Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the proximal insulation was abraded at 17 cm from the distal tip of the electrode. This abrasion could be caused by friction to another device.

Event description:
It was reported that excess wear was noted on the ventricular lead insulation. The lead was explanted and replaced.